Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave hybrid, type b plug intra-aortic balloon pump (iabp)¿s screen was damaged. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5 , g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : medical device ¿ problem code a getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse confirmed visual damage to the display image. A quote was provided, and the customer created a purchase order and requested the repair. The fse replaced the top display lcd assy (d160-00-0127). The fse reviewed the system logs and continued the inspection. After completing the repair, all functional and safety checks were successfully performed. The unit was restored to normal operation and returned to the customer for clinical use.

Event description:
It was reported that during routine check, the cardiosave intra aortic balloon pump (iabp) had a visible line across the image screen and screen damage. There was no patient involvement and no adverse event reported.